Event description:
It was reported that the pumps "completely shut themselves off". The pump was plugged into the wall and did not display signs of low battery. The pump displayed a red alarm and "system unrecognizable" the customer indicated the device shutoff all four pump channels and the channels were off, but the infusion verify software was showing that the clinician could still validate the current rate (even though the pump was not running). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pumps "completely shut themselves off". The pump was plugged into the wall and did not display signs of low battery. The pump displayed a red alarm and "system unrecognizable" the customer indicated the device shutoff all four pump channels and the channels were off, but the infusion verify software was showing that the clinician could still validate the current rate (even though the pump was not running). There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: concomitant med prod data. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of pcu and pump modules completely shut themselves off was not confirmed. Log analysis showed the channels continued to infuse as designed during the system error. The probable root cause can be attributed to the contamination that was observed on the rj 47 connector interface and the sio board assembly. Results from inspection identified the pcu issue have an error code of 800.8000 which can be related to the entry of liquid during the drug infusion, the inspection of sio board assembly shows contamination. The result of battery condition test on the suspect device was recorded with the old battery capacity measured at 3400 mah and the new battery capacity measured at 3892 mah. Preventive maintenance was performed on the suspect pcu, and results confirmed the device is working withing specifications. The pcu logs were retrieved from the received device to ascertain programming details associated with the reported incident. The event was reported on (B)(6) 2025 from 5:51 pm to 6:00 pm. The facility reported that during an infusion, the pcu completely shut off, and then indicated that the device had shut down all four pump channels. Log analysis found the four (4) concomitant pump modules were infusing before system error occured. A review of the pcu battery logs did not observe any issue or warnings that could have contributed to the reported event. Battery log analysis found that at 5:26 pm, the pcu alarmed power battery low. The pcu was then connected to ac power. During the review of the pcu error log on (B)(6) 2025 at 5:51:18 pm, two (2) error codes were identified: code 255-12-275 and code 800.8000. The event log analysis found that at 2:51 pm, the suspect pcu was powered on, and the four concomitant pump modules were attached at 2:54 pm, the pump modules (sn: (B)(6)/channel b, sn: (B)(6)/channel c and sn: (B)(6)/channel d) were programmed remotely to administer a maintenance IV fluid infusion with rate of 10 ml/h and vtbi of 500 ml. At 2:59 pm, the pump module (sn: (B)(6)/channel a) was programmed remotely to administer a maintenance IV fluid infusion with a rate of 75 ml/h and vtbi of 900 ml. At 5:26 pm, the pcu alarmed power battery low. The pcu was connected to ac power. At 5:51 pm, the system alarmed for malfunctioning (error code 800.8000), then the channels remained active and infusing until the pcu was manually shut down at 6:30 pm. At 5:54 pm, the user manually powered on the pcu, at this time the concomitant pump modules regained communication with the suspect pcu. At 6:30 pm, the key channel off was pressed by the clinician and pcu along with the four pump modules were powered off. The inspection on the pcu found dried fluid and contamination on the rj-47 connector interface, which precipitated and accumulated on the lower right side of the pcu, and contamination was also found on the sio board assembly the pcu has battery date code observed as 2423 (june 2024). The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. The pcu should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. Leave the power cord connected to a hospital grade ac power source whenever available. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue, described as ¿the pcu and pump modules completely shutting down,¿ was not confirmed. Log analysis showed that the pcu lost communication with the attached pump modules at the time of the system error; however, it was also observed that the channels continued to infuse as designed during the system error. The probable root cause for the reported shutdown behavior can be attributed to the contamination observed on the rj 47 connector interface or the sio board assembly. Note that this report lists imdrf annex a1104, g0200802, c10, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.